Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator generated an occlusion alarm. The patient was transferred to another ventilator without harm.